Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin under delivery. Customer experienced a high blood sugar which fluctuated up to 17 mmol/l. Customer current blood glucose level was 8.9 mmol/l. Customer used insulin pump system within 48 hours of reporting high blood glucose level. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.